Event description:
Meter name: surestep enhanced. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: nausea. A pt reported they were unable to test in 6 days. Their meter allegedly would only prompt error 5 message. Issue not resolved. The result on their meter was unable to test. No comparison. Not treated. No further info has been reported.